Event description:
Post use needlestick from non-retraction.

Manufacturer narrative:
Upon retrospective review of complaint files, it was determined that this MDR should be filed. Device was disassembled before receipt at manufacturing site. All returned components were visually inspected and appeared to be within specifications. The spring was found to be bent, however the bend likely occurred after the device was taken apart. No conclusions can be made about functionality of the syringe. The lot number is not available to perform a review of the device history record. A review of all reported complaints since 2004 confirms that the number of complaints reported of this nature remains low have not increased when compared to total unit sales.